Event description:
A customer contacted baxter's technical service center reporting a check final line alarm where a home patient (hp) stated he changed out the cassette, but not the bags during therapy on the homechoice (hc). The technical service representative (tsr) explained that the supplies were compromised and advised the hp to start over with new supplies. Product surveillance (ps) contacted the peritoneal dialysis nurse (pdrn) on (B)(6) 2011 regarding the alarm and the home patient (hp) changing out the cassette only and not the solution bags. Per the pd rn, she would follow up with the hp regarding the correct therapy procedures. The pd rn stated the hp was doing fine with therapy. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for use error reuse of single use product is confirmed because the patient replaced the cassette while using the same solution bags. Reusing/reconnecting solution bags can result in contamination. A labeling review found the labeling to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.